Event description:
Additional information was received from patient who reported the cause of the severe pain and burning sensation was due to bad inflammation. They state most of the time they have to lay on their back to feel a stronger stimulation and this helps with the pain. Patient reported the stimulation has been helping but not as much as they thought it would work.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025: information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient reported that they went in for a follow up appointment, and the hcp removed stitches and had some fluid removed from the implant. They said after the appointment, they found they were in pain yesterday, and this morning "I was in severe pain". The patient wanted help on the phone using the equipment. The patient said the implant was at 90 percent. The patient connected to the ins and was on group a, and the stimulation was on. Setting 1 was at 1.7v, and the patient thought that was "pretty low". The patient felt a little stimulation in their legs and outer thighs at 3.0v. Setting 2 was at 1.7v, so they moved it up to 3.5v and reported feeling a little stimulation in their foot. Setting 3 was at 1.7v, and they moved stimulation up to 3.8v and felt stimulation. Setting 4 was at 1.7v, and they moved stimulation up to 2.9v and felt stimulation. The patient was going to try this setting, and would call pats back if further troubleshooting, adjusting was needed. They also reviewed that the pt could call the hcp and make them aware of the interaction with their representative. The patient called in reporting the same events already reported and stated they're in pain and needed this system adjusted. The agent reviewed to try the different groups, and the patient stated they had done this and nothing was really helping her. On (B)(6) 2025: patient called back and mentioned they were still in severe pain and when they laid back on their stimulator they felt a burning sensation. Pt said their back was killing them. Pt said when they first went for a hcp visit after implant date, there was a piece of plastic or tape hanging out of their implant site and then after another 10 days, they went back to hcp and met with mdt rep.